Event description:
It was reported that, "removed old constrained liner because of pain and a broken wire. Replaced it with size e/x3 trident liner and 40mm head. Liner was cemented in and found to be very stable. Hip was very staple with rom."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #unk, lot# unk, description: 22mm c-taper head +5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.